Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a (cbit) battery failed error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) preformed a tera term on device and found three continuous built-in test (cbit) failures and was instructed to not perform field correction order until the cbit failures were addressed and removed from the tera term log. The investigation is ongoing.

Manufacturer narrative:
H11: b5: philips received a complaint by the customer on the v60 indicating that the device has a (cbit) battery failed error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) preformed a tera term on device and found three continuous built-in test (cbit) failures and was instructed to not perform field correction order until the cbit failures were addressed and removed from the tera term log. Per gfe response, it was confirmed that the device was not repaired and was taken out of service. No further information was able to be obtained. The investigation concludes that no further action is required at this time. H11: evaluation results code and conclusion code.